Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. He reported issue that the error code 571.6241 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, oridion module: informed this is due to oridion module. Recommended sending in for repair and emailed our fixed level pricing. Customer will send in for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the oridion module. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code of 571.6241. There was no patient involvement.